Manufacturer narrative:
Eval results: both leads were cut with one of the leads missing a terminal end electrode. No functional testing could be performed on the cut leads. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2010, consisting of an ipg and two surgical leads. It was reported that after suffering multiple falls, she was unable to communicate with her ipg via the programmer or charging systems. Efforts to resolve this matter with the use of replacement external units proved unsuccessful. In addition, it was reported that since her last fall, the patient feels overstimulation in various areas of her back whenever she moves or coughs. The patient's scs system was removed at her request on (B)(6) 2010. The explanted ipg and leads were returned to the MFR for analysis. The initial report (# 1627487-2010-03285) regarding this matter was submitted against the ipg; however, upon analysis, a problem was found with one of the returned leads.